Event description:
A malfunction alarm reported by the customer was identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue returned.